Manufacturer narrative:
Correction: the following information was know at the time of the initial report however it was not included inadvertently: d4 - lot number is 60237893 d4 - expiration date is mar 19, 2022 d4 - UDI is (B)(4). D4 - device available for evaluation: yes d4 - date received by manufacturer: april 12, 2021 h4 - manufacture date is march 19, 2020 additional information: d9 - device available for evaluation? Yes h3 - device evaluated by manufacturer? Yes h6 type of investigation codes 3331, 4110 and 4109 h6 investigation findings - code 213 device evaluation: the device was returned within its original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, sex, weight, and ethnicity: unknown, not provided. Lot number, expiration date, UDI number: unknown/not provided. Reporter email is unknown as it was not provided. Manufacture date is unknown/not provided. Device evaluated by MFR: the patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Suction loss after laser firing was reported. A brief description from the surgery center indicated that during the laser vision correction surgery on (B)(6) 2020, suction was lost during the laser firing portion of the procedure. There was no patient injury or surgical intervention required.